Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a capture threshold test using inductive telemetry an ECG anomaly was noted. All tests were able to be completed normally.